Event description:
It was reported that a flogard infusion pump presented an occlusion alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A review of the alarm log identified an occurrence of the downstream occlusion alarm, confirming the reported condition. The cause of the occlusion alarm was determined to be damage to the door assembly. In order to correct the condition, the pump head door assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.